Event description:
Rptr filled tank and placed device in pt's room. Rptr and pt left the room for about 15 mins and when they returned the room smelled of burning plastic. Rptr saw flames and sparks shooting out of the top of vaporizer. Unplugged device and flames extinguished but device was still hot. Notified MFR which offered a new unit but rptr does not want one and does not plan to use vaporizers again. Rptr states that MFR offered a new vaporizer but rptr refused. Rptr states that MFR didn't take rptr's name concerning the reporting of this event. Rptr has used this same brand for 3 years and buys a new one each year. It was cleaned per instructions last week. No injury to rptr or pt.